Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high glucose (glum) result generated by the unicel dxc 800 pro synchron clinical sys for a single pt. The initial glum result of 481mg/dl triggered a critical rerun at the instrument and repeated result was 123mg/dl. The original sample was tested for glu on a different instrument in the customer's lab and a result of 120mg/dl was obtained. The result of 123mg/dl was reported out of the lab. Pt treatment was not initiated or withheld because the elevated glum result was not reported out of the lab.

Manufacturer narrative:
Qc was within specifications before and after the event. The specimen was collected in a green top vacutainer tube. No other chemistries for this pt were rerun or questioned. Customer indicated that this was an isolated event and no other samples have triggered critical rerun prior to the event. Per customer, glucose electrode was left on the instrument beyond the bci recommended six months maintenance replacement policy. Customer replaced the glucose electrode prior to calling hotline. A field svc engineer (fse) was dispatched to the customer's lab: the fse replaced glucose stirrer motor after observing the motor stalling during operation. Motor was inadvertently discarded and will not be returned to bci. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.